Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device infused at a higher rate than intended during a zosyn infusion. The customer further stated that it is believed that the nurse selected a 1 hour dose instead of a 4 hour dose.